Event description:
It was reported that the pacemaker exhibited overestimation. Further information was requested however, was not provided.

Event description:
New information received notes that the device will be replaced. The date has not yet decided.